Event description:
Customer reported the a5 anesthesia delivery system would not transfer to automatic ventilation mode from manual ventilation mode. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and was unable to duplicate the problem. System error logs showed that the system had failed a system leak test prior to use on a patient. As a preventative maintenance, the breathing system was replaced.